Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified and scarred left common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to a high-risk percutaneous coronary intervention with impella support and iliac stenting procedure. Reportedly, another proglide suture was attempted to be preplaced; however, there was no suture with plunger removal. The proglide became stuck above the bifurcation and the proglide guide separated. The vessel was incised and the proglide was removed. Hemostasis was achieved with surgical suturing. The intervention procedures were not performed. Antibiotics were administered; there was a reported clinically significant delay performing the procedure. Patient is doing well. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The reported needle to cuff miss and guide break were confirmed. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.